Event description:
It was reported that during the procedure, the subject guidewire turned over in front of an aci occlusion and was unable to return to curved configuration. Physician used a balloon catheter to straighten the subject guidewire however, failed to straighten it and also destroyed the balloon. The subject guidewire was taken out of patient anatomy along with the balloon catheter. Upon inspecting, it was found that the subject guidewire was damaged, and the ptfe coating was peeled off.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿ updated. H3 summary attached - updated. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿ updated. D4 lot/serial no. - updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was noted to be kinked/bent about 92.3cm from the proximal end of the guidewire. The guidewire was noted to be broken/fractured at about 3cm from the distal tip. The core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated and there were no anomalies noted. Functional inspection was unable to perform as device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be duplicated and/or repeated. However, considering the information received and the defects noted during the analysis, it is plausible that these defects may have contributed to the reported event. Therefore, the reported event shall be confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that a balloon catheter was used with the subject device. During the visual inspection, the guidewire was noted to be kinked/bent about 92.3cm from the proximal end and was broken/fractured at about 3cm from the distal tip. No other anomalies were noted to the returned device. Based on the visual inspection, the as reported ¿guidewire ptfe coating peeling' was not confirmed. Based on the analysis it is probable that the guidewire may have experienced high tension and/or torsion forces during manipulation, and this caused the wire to kink and fracture. It is possible that the wire may have also been damaged when attempting to straighten it with the balloon catheter. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire deformed', ¿ device difficulty engaging target vessel', and ¿device interaction with another device' as well as the as analyzed ¿guidewire kinked/bent' and ¿guidewire broken/fractured during use' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the subject guidewire turned over in front of an aci occlusion and was unable to return to curved configuration. Physician used a balloon catheter to straighten the subject guidewire however, failed to straighten it and also destroyed the balloon. The subject guidewire was taken out of patient anatomy along with the balloon catheter. Upon inspecting, it was found that the subject guidewire was damaged, and the ptfe coating was peeled off.